Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1214902, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device was leaking but could not determine the exact location of the leak. Based off the provided photo the engineer was able to verify the reported issue. Unfortunately, due to the quality of the photo the engineer could not determine the exact cause of the leak. H3 other text : see h.10.

Event description:
It was reported bd saf-t e-z set¿ had defective tubing, causing leakage. The following information was provided by the initial reporter, translated from portuguese: "intravenous device comes with defective (torn), new venous puncture required in the patient".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t e-z set¿ had defective tubing, causing leakage. " the following information was provided by the initial reporter, translated from portuguese: "intravenous device comes with defective (torn), new venous puncture required in the patient."